Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium multi 56f; cat # 709-04-56f; lot # 12745551a, standard insignia collared hip stem; cat # 7000-5507; lot # 17540754, delta v-40 ceramic head 36/0; cat # 6570-0-136; lot # 17107053, 6.5mm low profile hex screw 20mm; cat # 7030-6520; lot # gm8a, 6.5mm low profile hex screw 40mm; cat # 7030-6540; lot # zzma, 6.5mm low profile hex screw 30mm; cat # 7030-6530; lot # gr7a2, qty: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.